Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the submental area on (B)(6) 2022 using the cooladvantage elite curve 80 system applicators, who may have developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Paradoxical hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode, but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Corrected data: d6a (the device is not implantable; there is no implant date).

Event description:
Allergan aesthetics received an additional report. Healthcare professional reported treatment dates as (B)(6) 2022. The event of paradoxical hyperplasia (ph) has been confirmed in the submental area.

Event description:
Allergan aesthetics received an additional report. Healthcare professional reported treatment dates as (B)(6) 2022. The event of paradoxical hyperplasia (ph) has been confirmed in the submental area.

Manufacturer narrative:
Additional data: a3a a4 a5 b5.

Event description:
Allergan aesthetics received an additional report. Healthcare professional reported treatment dates as (B)(6) 2022 and (B)(6) 2022. The event of paradoxical hyperplasia (ph) has been confirmed in the submental area.